Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited whitish foreign material inside of the air/water tube, air/water cylinder, and jet tube. It was also noted that the auxiliary water supply direction test failed, and it was probable that it was because the jet tube was clogged with the whitish foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. An additional adverse event was noted during inspection where there was a burn on the plastic distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of the foreign material, the type of material and root cause could not be identified. Based on the results of the investigation of the burnt cover, it is likely that high-energy endo therapy accessories such as laser and high frequency without maintaining enough distance from the tip of the endoscope. However, a conclusive root cause was not identified. The event can be detected/prevented by the following instructions for use which state: instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Instructions for pcf-h290dl operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions for pcf-h290dl operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.